Event description:
In 2008, the patient reported that her blood glucose was elevated to 394 mg/dl and she felt thirsty, exhausted, and nauseated. Her normal blood glucose range is 120-150 mg/dl. She stated that she changed her insulin cartridge and infusion set the previous day. At the time of the call the patient had disconnected from her infusion device and she had thrown away her insulin cartridge and infusion tubing. She was assisted with changing her insulin cartridge and priming her infusion tubing. Upon follow up the following month, the patient reported that she was doing better and she had an appointment with her physician to switch insulin types. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.